Manufacturer narrative:
Product event summary #the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. 419688 lead implanted: (B)(6) 2012; 507645 lead implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had two lead integrity alerts (lia) indicating the lead had high pacing impedance, and one shock was administered. It was also reported that the lead had a possible fracture, and noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.